Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 120 plates of bd plate columbia ag 5prct sb 90mm that had contamination upon arrival. The following information was provided by the initial reporter: colonies found on the plates upon arrival.

Event description:
It was reported that there were 120 plates of bd plate columbia ag 5prct sb 90mm that had contamination upon arrival. The following information was provided by the initial reporter: colonies found on the plates upon arrival.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 2074070. Event description: the customer colonies found on the plates upon arrival. Complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected picture sample was provided showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Since a trend was identified, further investigation is currently being performed. We regret the inconveniences and bd will continue to monitor incoming complaints for similar defects. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).